Event description:
On (B)(6) 2012, the patient contacted animas alleging that the evening of (B)(6) 2012, he experienced a low blood glucose (bg) of 27mg/dl after bolusing for dinner. The patient alleged that the insulin on board (iob) feature was not working properly and that this is what caused the low bg. There were no reported signs or symptoms of hypoglycemia. The patient stated that he remained coherent and was able to self-treat for the low bg. The patient noted that he ceased insulin pump therapy (ipt) until his bg rose to 100 mg/dl, and then resumed ipt. The patient could not recall the numbers he used to bolus for dinner, but was adamant that the pump was not subtracting the iob when recommending a bolus amount. There is currently no indication that the pump was malfunctioning. However, this complaint is being reported because the patient allegedly experienced severe hypoglycemia due to an alleged pump malfunction.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. The pump settings were confirmed from the complaint with iob setting of 3.5 hour duration, I:c of 1unit:13g and isf of 1u:50mg/dl. Test boluses were performed and confirmed that the pump bolus calculations were correct. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.